Event description:
According to company's customer, in 2003, an accu tni result of 1.38 ng/ml was reported out of the lab. The physician questioned the elevated accu tni result and requested a repeat of the sample. The repeat accu tni result was 0.18 ng/ml. There has been no change to patient treatment that can be attributed to this event.